Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the product.

Event description:
It was reported that the patient experienced redness, swelling and discharge noted. The right atrial (ra) lead and right ventricular (rv) lead were explanted due to the infection and the vegetation was noted on the leads. The infection however, doesn't related to the products or the procedure. The patient was stable throughout.